Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg pocket site would be revised. At this time, the reason for pocket revision is unknown. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient's ipg pocket was uncomfortable due to the ipg being flipped in the pocket. Surgery remains pending.

Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 during which the same ipg was relocated.